Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 failed and drawer 1.13 to be sticky. A field service engineer (fse) disassembled and reassembled the drawers. The fse found that the half-height drawers required slightly more effort and assisted the user, noting that user needed to be pushed a bit harder to close completely and lock. All drawers were tested using the hardware test application (hta), and the customer was able to access them successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had multiple drawer failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had multiple drawer failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.